Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was off current electrical leakage from an integrated circuit (ic) chip, designator u29, on the digital pcb assembly. The leakage depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from powering on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would no longer power on. There was no patient use associated with the reported event.